Event description:
Procedure: laparoscopic cholecystectomy.according to the reporter: during the procedure, the surgical team noticied a loud popping sound. Checked all tools and noticed the balloon had deflated. It was in the umbilical area at the time. Removed the balloon and used a new one to continue surgery. Small piece of balloon was removed. No harm.

Manufacturer narrative:
(B)(4)